Event description:
A transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. It is unknown how long the trnasfer set was in place. No pt injury or medical intervention was associated with this incident.